Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure lri and lasek was performed for the astigmatism and the problem was resolved. The lens remains implanted. The cause of the event was unknown, "the toric lenses were replaced with non-toric lenses due to rotation, so residual astigmatism was corrected with lri and lasek." This report is 2 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim #: (B)(4).